Event description:
The information was received from a maude foi report. Patient presented to her transplant treatment clinic at 2:00 pm; he had spoken with vad coordinator previously to let her know that he had to change his pc controller due to unexplainable alarms he had received this am. Patient was advised to come in to have circulatory support personnel troubleshoot. Upon inspection of the patient's driveline and controller history, nothing presented abnormally except driveline fault alarms which are the alarms that prompted the patient to change his pc controller. Circulatory support collected controller event history on the patient's previous primary controller to be sent in for analysis and also checked the patient's software on both his spc controllers. After determining his controller software was outdated (7.19), circulatory support immediately exchanged both his primary and backup pc controllers with controllers up to date software wise (7.23). The exchange was uneventful and patient was sent home at 2:45 pm. Controllers needed to operate and facilitate power to vad pump. Event abated after use stopped. Event did not reappear after reintroduction. Pocket controller software 7.19 in use from time of implant to (B)(6) 2015.

Manufacturer narrative:
The maude report indicated a lot number of 105109; however, that is not a valid system controller lot number. The user facility number was not provided. The maude identifier is mw5040878. A specific cause for the reported driveline fault alarm could not be conclusively determined as the device was not received for evaluation. The report was filed anonymously and there was no opportunity to obtain additional information. A valid serial number was not provided; therefore a device history record review could not be performed. The manufacturer is closing its file on this event.